Event description:
Event description: guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD), expired. It was reported that the patient exhibited syncope and was brought to the hospital with recurring torsades des pointes. An external shock was delivered which successfully converted the patient. There was an allegation of undersensing on this defibrillation lead and this transvenous pacing lead. Following the external shock, the patient's rhythm developed into ventricular fibrillation which was undersensed and external shocks were given, however, they did not successfully cardiovert. The patient flatlined and eventually expired.

Manufacturer narrative:
Not returned. Event conclusion: two episodes on the date of patient death were reviewed. The first one did show undersensing, however, the device did detected and delivery critical therapy. The second episode did not show any undersensing was present. The cause of death has not been released to guidant. As of today, the device and lead system has not been returned for analysis. No additional information is available at this time. If additional information becomes available, the event will be re-opened.